Event description:
It was reported that the thickness of the zimmer electric dermatome was incorrect and that the handpiece got very hot during use. No additional clinical information was received prior to this report.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.